Event description:
It was reported that a user¿s freestyle libre 3 plus sensor initially scanned in the libre app and then became unavailable to the ilet mobile app, producing ¿sensor unavailable¿ followed by ¿replace sensor now¿ messages on both the pump and phone, consistent with a sensor in use by another device and loss of sensor availability; blood glucose was reported at 250 mg/dl without symptoms, and education on bg run mode was provided. Symptoms included no reported clinical effects. Outcomes included troubleshooting guidance and education on operating the system without cgm data. Investigation included remote troubleshooting, rescanning attempts, app guidance, and instruction to replace the sensor. Investigation of this case revealed that the sensor could not be re-established with the ilet system after being associated with another device, and the condition persisted after rescanning, indicating a sensor communication/association problem requiring sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing to a non-ilet app resulting in the sensor being locked to another device and unavailable to the ilet system.